Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed, infection and inflammation as present. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed, infection and inflammation as present. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).